Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse replaced the glucose preheater assembly and primed instrument 20 times with no leaks.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that glucose cup was leaking fluid into the compartment of the synchron cx3 delta clinical system. No injury was reported and no erroneous results were generated.